Event description:
During manufacturer review of a vns patient's programming history, it was identified that a faulted systems diagnostics test occurred that disabled the vns on (B)(6) 2006. A final interrogation of the vns was performed, but the settings were not corrected. At the next interrogation in the history on (B)(6) 2006, the vns had been turned back on. At some point between (B)(6) 2006, the vns was programmed back on.

Manufacturer narrative:
Analysis of programming history.